Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument (part#471172-16/n12210607 0012) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 5 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument cable broke. It is currently unknown if the broken cable was the conductor wire and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. A damaged/broken conductor wire has potential for electrical discharge at a location other than intended. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have broken cables. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on 07/01/2022 obtained the following information: the reporter found the maryland bipolar forceps instrument in the central sterile services department, without any information provided. No further information could be provided. The patient and procedure outcome remain unknown and it is not known if any fragments fell inside the patient as a result of the alleged issue.

Manufacturer narrative:
Additional information found in: d9, h2, h3, h10 d11 - intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "broken cables". Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. For clarification, the mbf instrument was found to have a loose grip cable at the distal end. No damage to the conductor wires found. The root cause this failure is attributed to user. Additionally, after opening the housing, the mbf instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable failure of the instrument. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.